Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficult to deploy the clip in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve. During deployment, after the actuator knob was turned 8 times and pulled back, but the clip did not detach from the cds. Troubleshooting was performed and the clip released and was deployed. One clip was implanted, reducing mr to <1. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.